Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles coming from the cartridge and into the patient line. Reportedly, this occurred intermittently with multiple cartridges. The customer's blood glucose (bg) level ranged from 250 mg/dl to 308 mg/dl. The bg level was addressed with a manual injection for the past event and a bolus via the pump for the most recent event. Reportedly, the customer primed the tubing to remove the air.